Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had open book image. Customer¿s blood glucose level was 154 mg/dl at the time of incident. Customer states that troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.